Manufacturer narrative:
Follow-up # 1 ¿ (11/11/2014). The patient¿s test strips have been returned on 10/28/2014 and evaluated by lifescan product analysis on 10/28/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a reporter for the patient, together with the patient, contacted lifescan (lfs) france alleging multiple inaccuracy complaints against the patient¿s onetouch verio2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she first noticed a problem with the subject meter on the date it was purchased, (B)(6) 2014. As examples, she reported obtaining the following blood glucose results: (B)(6) 2014 at 8:30pm, 94 mg/dl on the subject meter compared to 58 mg/dl on her onetouch vita meter. (B)(6) 2014 at 8:00am, 167 mg/dl on the subject meter compared to 133 mg/dl on her onetouch vita meter. (B)(6) 2014 at 12 noon, 174 mg/dl on the subject meter compared to 106 mg/dl on her onetouch vita meter. Based on statistical methodology, the calculated difference of some of these results falls outside lfs¿ accuracy criteria. The reporter for the patient, a pharmacist, alleged obtaining control solution results of 141mg/dl and 144 mg/dl on (B)(6) 2014. These alleged results fall outside the control solution range for this product. The patient manages her diabetes with insulin (self-adjuster). She reported on various dates, e.g. (B)(6) 2014, increasing her insulin dose from 6 to 7 units and 4 to 7 units, respectively, as a result of the readings she obtained with the subject meter. She alleged, on date/time unclear, after the issue with the meter started, developing symptoms of ¿fast heart beating, shaky hands, blurred vision.¿ no treatment for her symptoms, other than adjusted insulin doses, was specified. During troubleshooting, the csr noted that the patient had been storing her test strips and control solution correctly, the test strip vial was not cracked or broken and the meter was set to the correct unit of measure. The csr also noted that he patient was using the correct testing procedure. During troubleshooting, the reporter conducted a control solution test and the reported result of 145 mg/dl fell outside the control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained inaccurate readings on the subject meter, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (12/14/2014). The patient¿s control solution has been returned on 10/28/2014 and evaluated by lifescan product analysis on 12/3/2014 with the following findings: the control solution involved with this complaint failed testing. The control solution was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the control solution was found to have low glucose results when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.